Event description:
It was reported that ¿stim quit working, quit charging, it quit everything.¿ they did not know what happened but they thought maybe the battery had run down. It also ¿went crazy¿ but they noted that they lived in a drafty and cold mobile home and the patient was not sure if this had anything to do with it. The patient had not done anything with it for 3 or 4 weeks and it ¿went to sleep.¿ a manufacturing representative (rep) helped to resolve it and walked them through pushing the buttons and getting it charged and working again. They met around end of (B)(6). It was noted that the rep did not see the patient for an overdischarge and only talked to them on the phone on how to charge the device. The rep was not aware that the device ¿went crazy.¿ further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).